Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Unit had cracked retainer. The p-cap able to lock in place. Unit passed displacement test.